Manufacturer narrative:
A3b) patient gender - not available from facility. A5) patient ethnicity - not available from facility. B6) relevant tests/laboratory data - not available from facility. H3) the quick-cross was returned for evaluation. Visual inspection found all 3 marker bands missing but impressions are present of where the marker bands were originally crimped. Additionally, a kink was noted 20 mm from the distal tip and the encapsulation had been ripped away. H6) based on device evaluation and investigation, the probably cause of this failure has been determined to be use-related. Historically, the manufacturer has seen this failure when the force required to advance and maneuver is greater than the force that the working length can accommodate. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a left iliac artery. A spectranetics quick-cross support catheter was used to attempt to cross the lesion; however, the marker band became dislodged in the patient. A stent was placed to jail/tack the marker band to the vessel wall. A second quick-cross was used to complete the procedure. This report captures the quick-cross marker band that detached and remained in the patient, potential for harm.